Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the device was explanted and replaced due to auto inflation. The doctor left the reservoir in. Physician thinks capsule formed around the reservoir not allowing saline back to reservoir.

Manufacturer narrative:
The information received indicated the device had auto inflation issues and the physician thinks capsule formed around the reservoir, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was revised due to auto inflation. Almost immediate. The doctor left the reservoir in. The physician thinks capsule formed around the reservoir not allowing saline back to reservoir.